Manufacturer narrative:
Date inaccurate, only the month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for non-malignant pain. It was reported that the "check position" option on their controller was greyed out and it was reviewed that this feature was not available if adaptive stimulation was not turned on. The patient was on group a, program 1 and adaptive stimulation was off. It was reviewed how to turn adaptive stimulation back on. The patient didn't know how adaptive stimulation became turned off because they didn't turn it off. The patient successfully turned adaptive stimulation on and the issue was resolved. No further complications reported.